Event description:
It was reported that the hand piece continued to run on its own during a procedure. The case was completed with another device. There was no medical intervention required and no procedural delay. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
Based on the investigation details, the likely cause was a failed asic motor controller, which was replaced along with other components.